Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump passed the delivery accuracy test. Unit was received with scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose in the 30 mg/dl range at the time of the incident. The customer also had high blood glucose incidents. The customer used juice to treat. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering as they had lows at weird times. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.